Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump underinfused during therapy in the outpatient treatment facility. The registered nurse stated that during a study imprime infusion, the drug finished one (1) hour longer than the prescribed time. The ordered time was three (3) hours at 250ml/hour. The infusion took four (4) hours. The patient was discharged from the chemotherapy unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.